Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. Customer resolved the issue after following instructions to leave wall adapter plugged into an outlet for 30 consecutive minutes, resulting in pump beginning to charge.